Event description:
The field engineer reported that the system interconnect cable had broken wires and the system was locking up as a result. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.